Event description:
It was reported a balloon rupture occurred. An agent dcb was selected for treatment of a 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending artery with a vessel diameter of 2.75 - 3.00 mm. During the procedure the balloon ruptured after one inflation at nominal pressure for 20 seconds. The device was successfully removed using the normal method. The procedure was completed with another of the same device. The patient was stable at the conclusion of the procedure.